Event description:
The central monitoring system (cns) intermittently freezes. Pt wave forms and numerics freezes. The customer has to restart cns to resume monitoring. MFR ref #8030229-2014-00086.

Manufacturer narrative:
Defective device requested for failure investigation.